Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1996, (B)(6) 1998, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008), miscarriage, premature birth, ectopic pregnancy and endometriosis. Previously administered products included for birth control: depo provera; for an unreported indication: tegretol from 2012 to 2015. Concurrent conditions included morbid obesity, diabetes since 2000, asthma since 1998 and anesthesia. Concomitant products included theophylline (pro vent) for asthma and metformin since 2000 to april 2017 for diabetes. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and complication of device removal ("complications from your essure removal procedure: yes"). The patient was treated with surgery (underwent bilateral salpingectomy removal of essure coils) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and complication of device removal outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and nausea had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pfs-current weight: 217 lbs. She did not allege that essure caused birth defects. Mr-left- 4 coils, right-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. Hysterosalpingogram - in july 2009: total bilateral occlusion. (B)(6) 2016 : surgical pathology report : gross description: (a) received fresh labeled and left fallopian tube and essure coil is a 7 cm in length segment of fimbriated fallopian tube ranging in diameter from 0.5 cm to 0.9 cm. There is a metallic coii embedded within the lumen. Also received within the specimen container are three additional segments of metallic coils measuring 0.5 cm, 0.6 cm and 1.8 cm in length. (B) received fresh labeled and right fallopian tube and essure coil is a 6.5 cm in length x 0.8 cm in diameter segment of fimbriated fallopian tube with embedded metallic coil. Sectioning reveals a pinpoint stellate lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 5 ((B)(6) 1996, (B)(6) 1998, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008), miscarriage, premature birth, ectopic pregnancy and endometriosis. Previously administered products included for birth control: depo provera; for an unreported indication: tegretol from 2012 to 2015. Concurrent conditions included obesity, diabetes since 2000, asthma since 1998 and anesthesia. Concomitant products included theophylline (pro vent) for asthma and metformin since 2000 to (B)(6) 2017 for diabetes. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and complication of device removal ("complications from your essure removal procedure: yes"). The patient was treated with surgery (underwent bilateral salpingectomy removal of essure coils) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and complication of device removal outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and nausea had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pfs-current weight: (B)(6) lbs. She did not allege that essure caused birth defects. Mr-left- 4 coils, right-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion . (B)(6) 2016 : surgical pathology report : gross description: (a) received fresh labeled and left fallopian tube and essure coil is a 7 cm in length segment of fimbriated fallopian tube ranging in diameter from 0.5 cm to 0.9 cm. There is a metallic coii embedded within the lumen. Also received within the specimen container are three additional segments of metallic coils measuring 0.5 cm, 0.6 cm and 1.8 cm in length. (B) received fresh labeled and right fallopian tube and essure coil is a 6.5 cm in length x 0.8 cm in diameter segment of fimbriated fallopian tube with embedded metallic coil. Sectioning reveals a pinpoint stellate lumen. Most recent follow-up information incorporated above includes: on 7-feb-2018: events- "vaginal bleeding, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), fatigue, nausea, device breakage, complications from your essure removal procedure: yes", reporter, historical drug and condition, concomittant drug and condition , lot number added from pfs. Lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.